Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be conducted as the serial #s in the "g" series of drivers are not available for review. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The driver stops working once against bone; the battery shows green. A back up driver was used to insert the io. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver stops working once against bone; the battery shows green. A back up driver was used to insert the io. The patient's condition is unknown at this time.